Event description:
Catheter inserted in 2003 and removed in 2004. The catheter was secured by tape/steri-strips. Skin was prepped with chlohexidone/alcohol. Catheter was exposed form the body 7 to 8 cm. The PICC line developed a leak at the pink strain relief, and had to be removed. During the process of being removed, the hub broke off. Approximately half the line was successfully removed but the remainder was not retrieved. An x-ray was performed and the tip was located in the shoulder/axilla area. The remaining line was secured with clamps, gauze, and semi-permeable dressing. On week later, the remaining line was easily removed.